Event description:
The rptr stated the surgeon attempted to insert an aq5010v silicone three piece lens but had difficulty advancing the lens in the cartridge. There was no pt contact or injury. Another same model lens was implanted.

Manufacturer narrative:
(B) (4) (difficulty advancing lens). Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: investigation of the root causes of lens problems were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).